Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d4, h2, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it was suggested that the balloon might have not deflated completely when the endoscope was withdrawn from the patient. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the balloon had completely fallen off the tip of the endobronchial ultrasound scope. The issue occurred at a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration procedure. There was slight disruption to the procedure with delay of less than 30 minutes. The procedure was completed with the similar olympus device. There were no reports of patient harm.